Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep): the rep clarified that it was the hcp (healthcare professional) that made the rep aware of the event. Actions taken to resolve the intense pocket pain after the car accident were that the pocket was revised and impedance retested. All normal ranges were found. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having intense pain when the stimulation was on. The caller ran an impedance check and reported seeing 1200-2600 ohms at 2v. The rep reported the patient was in a car accident and afterward experienced intense pain in the pocket when stimulation was on. It was noted that when the ins was off, the pain was less intense. The patient was seen by the healthcare provider and they were unable to perform an impedance test due to the pain. Surgical intervention to resolve the issue was discussed. It was noted that the pain was sudden, and the rep believed it was 10 days ago. No further complications were reported.